Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and the right ventricular (rv) epicardial leads exhibited high thresholds. The leads were capped and replaced. No patient complications have been reported as a result of this event.